Event description:
A customer reported that their freestyle flash meter was set to the wrong unit of measurement for a week before they realized. During that time, the customer administered insulin based on their readings.